Manufacturer narrative:
After following up with the customer (biomed), they have advised physio-control that they evaluated the device and verified the reported failure. The customer is also unsure if they will be repairing the device at this time. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device would power up to a completely white screen. An all white screen on this device is indicative of a lock up condition. In a lock up condition, the device could not be used for patient care. There was no patient use associated with the reported failure.